Event description:
The device was returned by the customer for an issue of variable stiffness broken during a diagnostic colonoscopy procedure. There was a 10 minute delay to swap to a new device. Procedure was completed with the new device. There was no clinical impact and no patient harm occurred. Operator of the device is a health professional experienced in the use of the device. At the time of repair, when the control body assembly was dropped, there was evidence of a white residue within the air/water channel. Per the customer this could be the endocloth powder. This medwatch is being submitted for the reportable malfunction of a white residue within the air/water channel.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. When the control body grip was dropped on the endoscope to investigate the angulation system, a white residue was evident within the air water channel. The plug body grip was removed to verify if the residue was noticeable at the air water connection within the plug body assembly. This was not the case. Based on our previous experience, it is likely the customer may have added a solution to the water bottle which has adhered to the inner wall of the air & water channels. Alternatively, the failure could be contributed to a chemical used in reprocessing or the user not following reprocessing instruction for use. An intermediate repair is now required to replace the complete air/water channel system. In addition was noted, the light cover glass adhesive, optical cover glass adhesive, outlet pipe sealant were worn; distal end rubber coating adhesive was pitted; variable stiffness knob was loose, confirming the customer¿s complaint; insertion tube protector was split; contact pins were corroded and button had a hole; measurement of up/down/right angle was not to specifications; waterproof cap was damaged; and electrical safety test using emt(endoscope multifunction tester) was not to specifications. Supplemental report(s) will be filed as any information becomes available. Customer phone number is (B)(6).

Event description:
During the repair, it was also observed that one screw was missing from the uc holder. This medwatch is being submitted for this issue as well.

Manufacturer narrative:
There is more information on the device evaluation which was available but not included in the initial MDR. Also adding customer phone number to the field. This correction supplemental report is being submitted to provide this information. Please see the updates in sections. During the repair process it was noted that one screw was missing from the uc holder. When the contents from the insertion tube were removed, the insertion tube was manipulated and the screw fell out. The nejilock appeared to be present on the screw thread of the screw which was found. The other three screws connecting the uc holder with the light guide tube and base plate, were also loose. Root cause for the failure cannot be conclusively determined; however, based on the technical observations and from experience, there is a potential that the screws were not torqued to the correct setting on the previous repair and hence worked loose over time.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that device conformed to specifications at the time of shipping. The cause of the white residue in air/water channel cannot be conclusively specified. It is likely that the user added chemical agents into the water bottle or did not perform reprocessing properly. Instructions for use (IFU) prohibits the user from putting additive into the sterile water. The cause of the flexibility adjustment ring loosened cannot be conclusively specified. The following can be the possible causes: the force to manipulate the flexibility adjustment ring became light because the insertion section got worn and easily bent due to repeated device use. The flexibility adjustment function became difficulty to work because a wire adjusting the flexibility within the insertion section got long due to repeated use of the ring. Furthermore, IFU says that the ring would not rotate smoothly if the user rotates the ring while the insertion section is looped small. The cause of the screw missing from uc stopper cannot be conclusively specified. Application of red nejirock was present on the screw thread of the missing screw and screw which is installed in the uc holder. Red nejirock is applied at repair center. The screws were probably not torqued to the correct setting on the previous repair and hence worked loose over time. The IFU includes the following statements: inspection of the objective lens cleaning function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Chapter 3 preparation and inspection inspection of the flexibility adjustment mechanism: 3. Set the insertion section to the most flexible and most rigid conditions, respectively. In each case, hold the insertion section with two hands between 30 and 50 cm from the distal end, and bend it gently as shown in figure 3.6. Confirm that the actual flexibility changes according to the flexibility adjustment setting. If the insertion section is coiled too tightly, the flexibility adjustment ring may not operate smoothly. This does not indicate a malfunction.